Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral regurgitation (mr) cannot be determined. It is possible that it was related to patient conditions; however, this cannot be confirmed. The reported dyspnea however, is a cascading effect of the mr. Dyspnea and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. It was noted the patient had a small atrium. An xtw clip (00925u131) was inserted and successfully deployed, reducing mr to a grade of 1-2. On an unknown date, the patient returned to the hospital due to shortness of breath. Echocardiography was performed and showed that mr had increased to 3. On 2024168-2021-01479 2021, a second mitraclip procedure was performed to reduce mr. An nt clip (00909u131) was inserted and deployed. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr was reduced to a grade of 2 and no additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.